Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was noted that the adhesive pad was not secure causing the cannula to dislodge from the infusion site. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2024. The patient's blood glucose levels reached 30 mmol/l (540 mg/dl) while wearing the pod longer than 48 hours on the abdomen. Symptom reported include hyperglycemia. It was noted that the adhesive pad was not secure causing the cannula to dislodge from the infusion site. During the hospitalization, the patient was treated with fluids via intravenous and insulin, both slow and fast acting via syringe. The patient was discharged on 18nov2024. The pod was discarded.